Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation has determined that the reported leak is not related to a potential product quality issue as the occurrence rate is within the acceptable range of the risk assessment. H6: results code 170 removed, conclusion code 23 removed. H10: additional manufacturer narrative updated.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported hub leak appears to be related to a potential product quality issue. The issue is being addressed per internal operation procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
Exemption number e2019001. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all. Additional relevant information. Na.

Event description:
It was reported that the procedure was to treat an av fistula in the left arm. The 4.0x80mm armada 35 balloon dilatation catheter was advanced to the lesion and inflated to 8 atmospheres (atm) when a leak was noted coming from the strain relief below the sidearm. The device was removed without issue and the procedure completed with a new device. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.